Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgery at t9-l5 to treat scoliosis. It was reported that the l5 screw loosened as well as the cage (competitor) backing out. The patient complained of pain. The patient underwent a revision 7 months post-op. The implants were removed and replaced as well as extended to the iliac. No additional patient complications were reported.